Event description:
The dexcom sensors never last the 10 days. Lucky if some go 2 or 3 days. Have sent many back for replacements. One when removed lost the wire. Must be in husband's arm. Advance diabetic supply.